Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump had not alarmed no delivery. Customer states that they had been experiencing high blood glucose levels and found the cannula on their infusion set was bent. Customer also stated they had changed infusion set six times. Customer declined troubleshooting since they did not want to remove infusion set. Customer's blood glucose level was 400 mg/dl at time of reporting and had been treating with manual insulin injections. Nothing further reported.